Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failure alarm confirmed in pump history (variableinfo = 3) due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.